Event description:
It was reported that pump experienced malfunction alarm after customer had been traveling and could not connect pump until later, at which point malfunction appeared. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged understanding of instructions.